Event description:
The patient was hospitalized for elevated blood glucose levels. The patient also reported that the pump exhibited a visible crack in the battery compartment and a tear in the keypad.

Manufacturer narrative:
The pump has not been released to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient stated that her insulin dosages required adjustment due to her pregnancy and she remained on insulin pump therapy throughout the hospitalization. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.